Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01723. It was initially reported to boston scientific corporation in 2009, that two ng enteral wallstents were used during a duodenal stenting procedure. According to the complainant, during insertion of the wallstent into scope, the physician could only advance the device half way through the scope when resistance was encountered. The physician removed the device and noted a kink just proximal to the beginning of stent. Attempted use of a second wallstent had the same results. The physician obtained a larger scope, and a third wallstent to complete the procedure. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results; detachment of t-bar connector.

Manufacturer narrative:
Visual examination of the returned device revealed the outer sheath had detached at the t-bar connector. The outer sheath was stretched and bunched in several locations along its length. This stretching and bunching is indicative of excessive force having been applied to the shaft. Examination of the t-bar connector found the fillet of glue present. A severe kink was present in the outer sheath approximately 12.5cm proximal to the distal edge of the clear outer sheath. The distal tip and crimped stent were found to have been pulled back through the clear outer sheath and positioned inside the blue exterior shaft. Upon dissection of the shaft it was possible to pull the tip, inner sheath, and stent out from the exterior shaft. No issues were identified with the profile of the tip. The cause of this event is likely due to anatomical/procedural factors encountered during the procedure. Device history record (DHR) review found no anomalies with this lot. Lot history review did not identify any additional complaints relating to this issue.